Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and the infusion manifold was returned broken in two pieces as the housing of the auto stopcock assembly was observed to be separated at the weld line. No other anomalies were observed. A full pressure leak test for the cassette was performed and no leakage was detected. Replacing the returned infusion manifold with one from labstock, the cassette was tested and functioned per specifications. The root cause of the customer's complaint is the broken auto stopcock which is caused by an inadequate weld during the manufacturing process. Fluid can leak through the weld and result in the customer's experience. Action will not be taken based on this occurrence. An analysis of similar complaints of broken auto infusion valves confirmed no unfavorable trend for this event. This issue is occurring at a very low level. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. Consumables manufacturing has been made aware of the issue through the monthly complaint review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that leakage was confirmed when the surgery was completed. It is unknown if the leakage occurred from the cassette or the drain bag. There was no patient harm. Additional information and product sample have been requested.